Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was failed to detect on bus. A field service engineer provided remote support during which the customer shut down the station for five minutes and performed a reboot. The customer then tested the station and confirmed it was functioning normally. No further issues were reported. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that device not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.